Event description:
Pt complained of abdominal pain during treatment. Temperature spiked to 100 f. Pt was admited to intensive care unit. Clinic staff unsure whether pt hemolyzed or reacted to vancomycin administered via intra-venous during the treatment.